Manufacturer narrative:
Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported that the patient had redness and painful sensation in the pump pocket area. It was noted that the patient had a replacement procedure in (B)(6) 2018. The patient had an "inflammation score of 1.8." Penicillin was taken for 11-12 days. Additional information received from a healthcare professional (hcp) via a manufacturer representative indicated the redness, inflammation, and painful sensation had resolved as of (B)(6) 2018. No further complications were reported or anticipated.